Manufacturer narrative:
The patient received a first hyaluronidase injection of 1000 ui and a second injection of 1000-1500 ui and was prescribed pentoxifilin 400 mg. A medical expert was put in contact with the distributor to help manage the issue. A third injection of 1500 ui was performed at the end of the day. The patient was then put under monitoring since that day. On (B)(6)2020, some necrosis spots could be visible but were part of the normal course of healing. The expert recommended to hydrate the skin and there would be no sequelae. The patient is fine now but will still be monitored in 2 weeks. Vascular compromises are serious adverse events that are well known and well-documented related to the injection of hyaluronic acid fillers. They are linked to an accidental injection in, or next to a vessel, triggering its compression or occlusion. If treated on time with an appropriate treatment, symptoms can be fully resolved, without sequalae. If not, they can worsen and develop into skin necrosis. Additionally, the risk of such adverse event is also mentioned in the instruction for use of teosyal products. - de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14 - signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6): 961e-971e - delorenzi, c. (2014). "Complications of injectable fillers, part 2: vascular complications." Aesthetic surgery journal / the american society for aesthetic plastic surgery 34(4): 584-600.

Event description:
The event occurred outside of the us, in (B)(6). According to the received information, the patient developed a vascular complication the day after being injected with teosyal rha 3 in the lips.